Manufacturer narrative:
The reported event of failure to connect was confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection of the header and connector found front seal of a lead stuck inside of the connector bore, which contributed to the connection anomalies. After removal of the front seal, the test leads were able to be inserted, tighten and removed with proper force. Analysis of device image indicated device was within normal range of operation. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During an elective right ventricular (rv) lead revision for an implantation issue, the new rv lead was unable to be connected to the device. The device was exchanged to resolve the event. The patient was stable.